Manufacturer narrative:
Additional lot #4500164696, expiry date 31 may 2016, the requested test strips were not received for investigation. Therefore, retained test strip samples from the same lots reported by the customer (4500164799 and 4500164696) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Requested test strips were not received for investigation. Retain testing on the reported test strips was requested. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The reported meter was returned and investigation is in progress. Additional information will submitted once obtained.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button. Meter did not power on with insertion of strips. During further investigation the meter was decased and no observations were made. The strip port was opened and a green contamination on the middle pin was observed. The complaint is not confirmed.

Event description:
Customer reported his adc blood glucose meter would not turn on with insertion of a glucose test strip, but would turn on with a ketone test strip. He further reported he needs to blow into the test strip port to get the meter to turn on. Customer noted that on (B)(6) 2015 during the night, at approximately midnight, he began to experience symptoms of hypoglycemia, including sweating and vision problems. Customer believes this was due to the fact he self-administered an unspecified amount of insulin before dinner without performing a test beforehand, due to the meter's port issues. Customer's family member administered a glucagon injection, in addition to the customer eating a "block of sugar". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Additional test strip related to the reported port issue: 4500164696, expiration: 05/31/2016. All pertinent information available to abbott diabetes care has been submitted.